Manufacturer narrative:
All operating currents were within specification. No unexpected weak battery alarm was noted. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling when he enters his carbohydrates for a meal. Customer was mowing his lawn outside while it was humid. The device was in his shirt pocket. Customer's blood glucose is 83 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.